Event description:
It was reported that the ilet user received an occlusion alert overnight and did not understand the alert or resume insulin delivery, which led to elevated glucose. Troubleshooting of the infusion set and cartridge showed a dry, intact site, correct tubing connection, and immediate drops on fill, and the user was advised to perform a site-only change. Symptoms included hyperglycemia with a sensor value peaking at 395 mg/dl. Outcomes included no reported health consequences or lasting impact. Investigation included communication and interview with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified consistent with not understanding that an occlusion has occurred and that troubleshooting needed to be performed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.